Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Several improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged imprecision with inratio testing. Results as follows:" (B)(6) 2015: inratio = 1.4. (B)(6) 2015: inratio = 3.7. Therapeutic range: 2.0-2.9. Coumadin held (B)(6) 2015 and was to be held on (B)(6) 2015 due to inratio result on (B)(6) 2015.